Manufacturer narrative:
Updated information: the lens was exchanged in the right (od) eye on (B)(6) 2017 for a shorter lens. After the lens exchange the iop decreased to 13 (previously spiked at 68). Additional symptoms include narrowing and angle closure, iridectomy, pain , blurred vision, yag revision, and pupil block. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Additional information: the problem was resolved with the lens exchange. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint types were reported for units within the same lot. Corrected data: previous in MDR follow-up#1: the lens was exchanged in the right (od) eye on (B)(6) 2017 for a shorter lens. After the lens exchange the iop decreased to 13 (previously spiked at 68). Additional symptoms include narrowing and angle closure, iridectomy, pain , blurred vision, yag revision, and pupil block. Corrected: the lens was exchanged in the right (od) eye on (B)(6) 2017 for a shorter lens. After the lens exchange the iop decreased to 13 (previously spiked at 68). Additional symptoms include narrowing and angle closure, pain, blurred vision, and pupil block. Iridectomy was performed prior lens implant surgery and the surgeon also performed ac decompression and yag revision prior to explantation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, diopter -14.5, into the patient's eye. It is planned to replace the lens with a shorter lens due to "a lot" of vaulting and pressure spike . Attempts to obtain further information have been unsuccessful.